Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.

Event description:
It was reported that the insulin pump alarmed button error. Nothing further was reported.